Event description:
The nellcor easycap ii etco2 detector did not change color during patient use. It was removed from the patient and replaced with another unspecified etco2 detector. There was no need to reintubate the patient.

Manufacturer narrative:
No sample is expected to be returned. Without the actual complaint sample we are unable to determine the cause for this specific event. An investigation is currently in progress. (B)(4).